Event description:
Per the clinic, it was reported that the electrode extruded out of the cochlea due to the breakdown of the thin overlying tissue. Open circuits were also noted on all electrodes. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.